Manufacturer narrative:
On (B)(6) 2017, the physician relined the initial implanted devices with an ovation bifurcated device, two iliac limbs and a palmaz stent. The patient was reported as stable and there have been no additional adverse events reported for this patient. Clinical evaluation identified that the type iiib endoleak was present in the proximal aortic extension (cuff). In addition, the associated clinical harms for this event include: a type iiia endoleak, aneurysm enlargement, and secondary endovascular procedure (infrarenal cuff placement). Based upon the information available, the root cause of the type iiib endoleak was device related (compromised graft integrity). The root cause of the type iiia endoleak, subsequent aneurysm enlargement and secondary endovascular procedure was related to the inadequate overlap of the proximal extension, and an anatomy related issue of a 48 degree infrarenal angle. There were no known procedure or user related issues. Clinical evaluation was unable to determine off label or cautionary product use conditions contributed to the event. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and suprarenal aortic extension. A computed tomography (CT) done on (B)(6) 2017 showed a type 3b endoleak. The physician is planning a secondary procedure to reline the initial implanted devices. A secondary intervention has not been reported to endologix. There have been no additional adverse events reported for this patient.